Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while unit was pumping to untangle tubing, the customer had unplugged the patient circuit from unit. This caused the cardiosave intra-aortic balloon pump (iabp) unit to have condensation in the helium port. There was no harm reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Getinge field service engineer (fse) customer had unplugged the patient circuit from unit while unit was pumping to untangle tubing. This caused condensation to accumulate in the unit. I performed the condensation removal procedure and tested the unit. Unit passed all testing and was cleared for clinical use. I instructed the end user to place unit in standby in the future if the patient circuit needs to be removed for moment.

Event description:
N/a